Event description:
It was reported that the patient was scheduled for a pump replacement due to expected end of life battery. When the neurosurgeon disconnected the catheter from pump there was no retrograde flow of cerebral spinal fluid (csf) observed. Therefore, the existing 8709 and reportedly the 8596sc were explanted and replaced with an 8781. (It remains unclear at this time if the 8596sc was previously replaced). The neurosurgeon stated there were no observable kinks or tears with the explanted catheter segments. It was unknown if there was any troubleshooting, the cause of the issue or if it was resolved. Post-operatively the patient stated the managing health care provider had been increasing the infusion rate steadily over the past several years. The pump was restarted at 50% of the pre-operative infusion rate (122 micrograms per day) and the patient was admitted into the hospital overnight for observation. The patient¿s status at the time of the event was reported as alive, no injury and no reported symptoms or complications associated with this event. This device system delivered gablofen. It was further reported that the location of the catheter issue was not determined. The catheters and pump are to be returned. The lack of retrograde flow of csf when the catheter was disconnected from the pump intra-operatively was the first indication to managing clinicians the catheter may potentially not be patent. The patient is currently receiving effective therapy and future adjustments will be made by managing clinicians. Additional information has been requested for event clarification, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products : product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had o-ring wear. Analysis of the 8596sc revealed the sutureless connector had cor ing/tears/cuts in the seal which possibly caused occlusion/not mis-aligned. Analysis of the 8709 revealed the catheter body had a dried drug or blood occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.